Event description:
It was reported via our sales rep that she was observing a revision procedure. During this, the surgeon noted that the screw head fractured. The broken part was removed and the surgery was completed successfully.

Manufacturer narrative:
The head broke in forced rupture mode and the fracture surfaces show the flow structures of a ductile torsional breakage. Damages on the shank of the screw and on the lower side of the head of the screw show that the root causes of the too high torsional forces were a collision and friction between screw and implant as well as a further tightening after the screw contacted the plate. Indications for material or manufacturing related problems were not found in this investigation.